Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the diffuser is emptied in 19 hours instead of 46 hours.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). No sample was returned for investigation. Hence we assess this complaint to be not judgable. Nevertheless, we have informed our manufacturing department accordingly. A follow-up report will be provided after the statement from the manufacturer is available.